Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was also requested from the customer.

Event description:
The customer reported that the ventilator alarmed with battery failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the battery to address the reported problem. Patient information was not provided by the customer.